Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with label not on box.

Manufacturer narrative:
Investigation summary: received one dispenser of 20 unused nexiva 22ga units in sealed packages from catalog number 383512, lot number 8156762. Five photos were submitted for review. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of label / product insert missing with lot #8156762 regarding item #383512. DHR review was performed on lot number 8156762. The lot number was built / packaged on nfa line 2 from 07jun2018 thru 11jun2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number investigation conclusion: the dispenser label was missing from the designated area on the dispenser. Based on the review of the submitted photo the findings were the same has the investigation. The defect label/product insert missing was confirmed. Root cause description: the labels are printed and applied to the dispenser inside of the packaging machine. There is a vision system that checks for presence and quality of labels on each box. After inspecting the returned sample, there never was a label on the box which suggests that it was due to manufacturing. However, the review of the DHR and qns did not identify any issues. The root cause within manufacturing is indeterminate currently. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. H3 other text : see section h.10.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with label not on box.